Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative diaphragmatic stimulation from the left ventricular (lv) lead which was causing abdominal discomfort. The lead was to be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.